Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting ECG "a" to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. Correction: belt sn (B)(4) was repaired and refurbished. Root cause: the root cause for the strained cable was excessive force. Corrective action: see car-(B)(4) for investigation into strengthening belt cables. Will release belt sn (B)(4) from complaint. Device evaluation of monitor sn (B)(4). The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Treatment event analysis concludes: the patient received six inappropriate shocks. CPR/motion artifact contributed to the false detections. The response buttons were not pressed during the events. Patient was taken to hospital where they passed away shortly after being admitted, time not stated. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was not responsive at the time of passing. Review of the download data, indicates the patient received six shocks in response to CPR/motion artifact. The patient was in atrial fibrillation with CPR/motion artifact at 00:49:37 on (B)(6) 2020. The patient was then treated at 00:50:21. The patient's rhythm at the time was obscured by CPR/motion artifact. The patient's post shock rhythm was obscured by CPR/motion artifact. The patient received a second treatment at 00:50:54. The patient's rhythm at the time of the treatment was obscured by motion artifact. The post shock rhythm was bradycardia at 40 bpm with CPR/motion artifact. The patient received four more inappropriate treatments between 00:56:06 and 01:10:07. The patient's rhythm at the time of each treatment and their post shock rhythm were obscured by CPR/motion artifact. The patient was in a non-treatable rhythm from 01:11:14 until the device shutdown at 01:27:19. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 shortly after being admitted to the hospital.